Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker system exhibited loss of capture (loc) on the right ventricular (rv) channel in the presenting electrogram (egm). Technical services (ts) reviewed and recommended to follow up to further evaluate this rv lead. Subsequently, a lead revision procedure was performed. At this time, this lead remains in service. No additional adverse patient effects were reported.